Event description:
According to the customer, on 042024 when removing the bandage that was covering a "minor issue" it was noted that the "cotton pad" caused "deep red blistering skin in an exact rectangular shape, exactly where the cotton pad had been".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when removing the bandage that was covering a "minor issue" it was noted that the "cotton pad" caused "deep red blistering skin in an exact rectangular shape, exactly where the cotton pad had been". The customer reported she required "a doctor consultation" and "prescriptions". The customer reported the issue is "getting worse". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.